Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a vent inop condition; valve position error. Patient involvement unknown.

Manufacturer narrative:
Patient/user involvement: patient involvement unknown. Attempts to get patient information yielded no response.